Event description:
It was reported that the patient presented to the emergency department due to a shock from the implantable cardioverter defibrillator (ICD). The right atrial (ra) lead exhibited atrial undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.